Manufacturer narrative:
H10: based on the collected information and taking into account investigation's results of previous similar complaints, the most likely root cause of the reported issue is associated to motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase (environmental conditions).

Event description:
See initial report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message on patient side associated to stirring mechanism that did not start (power consumption was too low). The issue occurred at setup. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in harefield, united kingdom. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve it, stirrer motor was replaced with a new one. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.